Event description:
The surgeon reported that the 23ga scissors were very difficult to insert thru 23ga trocar port. Forceps were required to hold the trocar in place for each entry and exit of scissors. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).